Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-14391, 2938836-2019-14392. It was reported that the patient had bradycardia. On (B)(6) 2019, a pocket infection was observed. Examination found this patient had no bacterial infections. The physician reviewed the intra-operative and postoperative records and found that there was nothing which might cause the pocket infection. On (B)(6) 2019, the device and leads were explanted. The physician decided to re-implant later. The patient is stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.